Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it. The customer understood and acknowledged these instructions and planned to return the problematic pump using a pre-paid label within ten days.